Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same as MFR report#: 6000093-2007-02185, -02187, 6000089-2007-01568, -01569. Arrive2 clinical trial. It was reported that 384 days following a coronary artery drug eluting stenting treatment procedure, the patient underwent a target vessel reintervention. At the time of the index procedure, the patient presented to the emergency room with burning, substernal chest pain and was admitted. Target lesion one was a de novo, 2.5x10mm, 85% stenosed, mildly calcified, mildly tortuous lesion of the distal rca (right coronary artery). Target lesion one was treated with predilation and placement of three overlapping taxus express2 drug eluting stents measuring 2.5x8mm, 2.5x12mm, and 2.5x16mm. Target lesion two was a de novo, 2.75x15mm, 75% stenosed, mildly calcified, mildly tortuous lesion of the mid rca. Target lesion two was treated with direct stenting using a 2.75x24mm taxus express2 drug eluting stent. Target lesion three was a de novo, 3.0x15mm, 80% stenosed, mildly calcified, mildly tortuous lesion of the proximal rca. Target lesion three was treated with direct stenting using a 3.0x28mm taxus express2 drug eluting stent. All lesions resulted in 0% residual stenosis and the patient was discharged five days post procedure on asa and plavix. One day prior to the target vessel reintervention, the patient was admitted with a chief complaint of chest pain. Treatment 384 days following the index procedure consisted of predilation and placement of a 2.5x24mm taxus express2 drug eluting stent in the distal rca. Following reintervention and stenting, there was no residual stenosis with excellent antegrade flow. The patient was discharged one day following the procedure on asa and clopidogrel. The investigator assessed this event as unrelated to the study devices. The clinical events committee adjudicated this event as possibly related to the devices in oct 2007.